Event description:
On an unknown date, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 09 oct 2025, it was reported that the patient contacted her gastroenterologist by phone one week ago because her peg stoma site was irritated, painful, and had considerable discharge of fluids. Since then, she was treated with zinadol 500mg 1x2 and continued for another week. The redness subsided, but the discharges remained. The peg tube moved freely.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.